Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited loss of capture. The device outputs was increased and ventricular capture was restored. A technical review of the loss of capture was requested. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited loss of capture. The device outputs was increased and ventricular capture was restored. A technical review of the loss of capture was requested. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited loss of capture. The device outputs was increased and ventricular capture was restored. A technical review of the loss of capture was requested. Additional information noted that the device appeared to be operating normally. The loss of capture was caused by temporary thresholds elevation by external shock. The device remains implanted. The patient expired which was not related to device function.